Event description:
The first two endo gia handles (staplers) that we opened got jammed after using them a couple times. A third one was opened and used. Packaging and handles saved and sent to biomed bin.